Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for blood leakage within the holder with the incident lot was observed. Additionally, evaluation & testing of the customer samples was performed and leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for blood leakage within the holder with the incident lot was observed. Additionally, evaluation & testing of the customer samples was conducted and sleeve leakage was not observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle there was leakage from the back end of the needle due to the needle protruding through the sleeve. Customer complains of blood leaking from the back end of the needle while switching blood collection tubes during the phlebotomy procedure, blood started leaking from the back-end of the needle into the holder. A picture(attached) shoes the back-end needle protruding from the sleeve.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer eclipse blood collection needle there was leakage from the back end of the needle due to the needle protruding through the sleeve. Customer complains of blood leaking from the back end of the needle while switching blood collection tubes during the phlebotomy procedure, blood started leaking from the back-end of the needle into the holder. A picture(attached) shoes the back-end needle protruding from the sleeve.